Event description:
The reporter stated that meter to lab comparison tests were done. The reporter tested at home, and the reporter's meter reading was 137 mg/dl. Thirty minutes later the reporter went to the reporter's dr's office, where a venous draw was taken for a lab test. The result was 102 mg/dl. The reporter did not have any symptoms. No harm was alleged.